Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening. A microscopic analysis was performed which identified one extended striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening extended striated assessed as surgical damage.

Event description:
Healthcare professional reported "there is a small slit" in the implant which is believed to have been made during surgery. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Healthcare professional reported "there is a small slit" in the implant which is believed to have been made during surgery. This record is for the left side.